Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-12101. It was reported the pt's ipg gets hot when charging for 90 minutes. Reportedly, the ipg also gets hot when she is using the stimulation. Smj rep suggested to charge for 30 minutes at a time. The pt reported that she does not get warming when charging for 30 minutes. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall #s: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.